Event description:
It was reported that the patient went to the bathroom. Their spouse heard ventricular assist device alarms and went to check on the patient. There they found the patient slumped over unconscious in the bathroom with their ventricular device alarming. Emergency medical services were called, and the patient was taken to the hospital where they were then pronounced to have passed. The coordinator reported that the device was operating as expected and would not be returned. The details on the alarms were not able to be provided by the family.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of death was unknown as no autopsy was performed. It was also said that death did not appear to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that after the patient had gotten up to go to the bathroom, their ventricular assist device (vad) suddenly started alarming. The patient's spouse went into the bathroom and found the patient slumped over unconscious. Emergency medical services (ems) were called, and the patient was taken to the hospital where they were then pronounced dead. The details on the alarms were not able to be provided by the family. The cause of the patient's death, as well as whether the patient's outcome was considered to be device or therapy related, was not provided. The coordinator reported that the pump was operating as expected and would not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.